Event description:
(B)(6) 2020 lvad (left ventricular assist device) placed (B)(6) 2023- canceled revision of lvad (left ventricular assist device) driveline obstruction: cta (computed tomography angiography) chest was done to rule out outflow graft obstruction, and showed 50% outflow graft obstruction. Initially plans were made for surgical intervention, however his log files of his low flow alarms were sent to the manufacturer and it was determined that the pulsatility index events were not due to the outflow graft obstruction, so surgery was cancelled. He had a ramp echo study with episodes of chest pressure, increased pulsatility index events, and increased ectopy noted when speed was increased, so therefore the speed was not changed. "Hsc-087036".